Event description:
Manufacturer received device with no paperwork or reason for explant. Upon further investigation device registration records indicate patient expired. Hcp was unable to provide further information. A death certificate has been requested, but is unavailable at the time of this report. A follow up report will be sent when additional information is received.

Manufacturer narrative:
Final device analysis results reveal - no anomaly found, normal device function.